Event description:
Boston scientific received information that, six months ago, this pacemaker had a battery life of one year remaining; however, currently the device is at end of life (eol). It was noted that the auto capture feature was programmed on with higher threshold measurements and the device was going in and out of retry mode. Technical services (ts) discussed the auto capture feature. A change out procedure was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.